Manufacturer narrative:
This report is for an unknown screwdrivers: shafts/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on december 2, 2020 that the torque limiter and handle quick coupling were unable to couple to the unknown screwdriver shaft. The issue was not discovered during a procedure. There was no patient involvement. This report is for one (1) unk - screwdrivers: shafts. This is report 3 of 3 for (B)(4).